Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported there were no audible alarms. The device was in use clinical use at the time the issue was discovered however; no adverse event or patient harm was reported.